Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing incontinence due to atrophy of urethra. The device was removed and replaced. There were no additional patient complications reported.